Manufacturer narrative:
The reported indicated that they have a third party group who will be going to the facility to calibrate, check the pumps air sensors and also do other unspecified checks. The device will not be returned to ICU medical for investigation due to the third party group going to the customer facility.

Event description:
It was reported that, on an unknown date, a plum a+ device with an unknown serial and list number allowed air into the chamber and 20 inches of tubing without alarming. Additional information received from the reported indicated that when the secondary bag got empty, the pump kept pumping air without alarming. The air was reported to not have reached the patient. The medication being infused at the time of the event could not be provided by the reporter. The user replaced all the pumps on the hospital floor with new reserve units. There was no patient harm, no delay of critical therapy, no prolonged hospitalization, and no medical intervention reported.

Manufacturer narrative:
Additional information: d4 catalog no.: 207920426; additional concomitant device information was received on 4/21/2020: primary plum set ln 14687-28, secondary set ln 14229-28, and alaris bd smartsite extension set ln 20027e.